Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead triggered an alert for undefined high superior vena cava (svc) coil impedance. In addition, rv coil impedance trends were also higher than previously measured. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.